Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found no fault with the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that  the system is periodically beeping loudly and the only way to resolve it is by bumping the handle bar. It will continue to do the loud beeping throughout the case until someone again bumps the handle bar. Otherwise system is fine. Additional information received indicated that the beeping has stopped and is no longer an issue. Now they report they are successful in taking 2d images, but when they go to 3d and press the middle button on the handswitch, nothing is happening on the mvs. They state they are holding the button down for 15+ seconds. They confirmed there are no warning or messages on the pendant, that it is in 3d mode and ready status, they are in hd and advised that they should be holding the button down for the full 26 seconds. The site claims they usually see the mvs radiation light change from green to amber when exposing and holding the button down, as well as a progress bar on the mvs - they are not seeing any of that when using the handswitch. They ensured they were in the correct patient exam screen on mvs and had them reboot both ias and mvs to try again, but this time with the the foot pedal instead and hold the full 26 seconds, no change of the mvs light, no progress bar on the mvs screen.  The gantry will no longer spin. There was no patient involved.